Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 534 mg/dl. Customer reported that the black o-ring was missing from reservoir compartment. When customer attempted to give insulin, it did not deliver and customer noticed that the insulin was pooling at the bottom of the reservoir compartment. The customer experienced symptoms such as excessive vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.